Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer discontinued using the pump and switched to multiple daily injections for insulin therapy.